Event description:
The customer reported having unexplained high blood glucose. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found low battery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. The customer also mentioned being hospitalized due to non diabetes related issues. However, the customer was reconnected the insulin pump, and his blood glucose went up to 749 mg/dl. Then the device was removed and he reverts to back up plan to lower his sugar level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.